Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that the device had logged an event code a304, which is related to a potential issue with the device delivering energy. There was no patient involvement reported with the event.